Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h2, h10 corrected: b1

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product returned. Visual examination of the returned product identified the device was returned because an unknown drill bit fractured off inside of the guide. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. The drill bit fracture likely resulted from the drill bit getting stuck in the guide; the root cause of the reported issue is attributed to design deficiency. Based on the results of the stack-up, all interactions are achieving that minimum of 0.060mm except for the 2.7mm drill and soft tissue guide interaction. A corrective action has been initiated to investigate the issue of the instruments becoming cold welded together when the drill is inserted through the soft tissue guide. This prevents disassociation of the instruments and potentially leads to an increased chance of fracture of the drill. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item number: 233500004, item name: soft tissue guide, lot number: 516349.

Event description:
It was reported that during orif left clavicle the drill cold welded into the drill guide and broke off. All pieces were retrieved from the patient. Surgery was completed with another drill and drill guide. No consequences to patient were reported. Attempts have been made and no additional information is available at this time.